Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) serial # (B)(4) found that the packaging had an improper seal between the tyvek lid and tray. The outer tray seal was not completely sealed. Traces of adhesive could be seen, but there were areas where no adhesive was present. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that when the neurostimulator was opened the circulator determined that due to the faulty packaging she questioned the sterility of the device. Another neurostimulator battery was used. The rejected device was to be returned. It was reported that no environmental/external/patient factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed.